Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. It was reported that the customer had a broken sensor because the serter of the insulin pump did not release the sensor properly. The customer also reported a sensor error alert from the insulin pump. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors, and performed testing. One of three sensors failed per specification due to low readings. The remaining two sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.